Event description:
Physician used a 6f introducer sheath for vascular access, a 6f fl4 guide catheter and a choice .014 guidewire to cross the lesion. Lesion was not pre-dilated prior to placement of the express2 monorail stent. The pt was asymptomatic during the event. The express2 stent was removed from the pt, and replaced with another stent to successfully complete the procedure. Pt status is reported as 'good'.

Event description:
During a ptca/stenting treatment procedure, the express2 monorail 20/4.0 mm stent dislodged from the delivery system. The lesion being treated was in the right coronary artery. No pt injuries or complications were reported. Additional info regarding this complaint has been requested.